Manufacturer narrative:
Additional information was added: the lot was manufactured from may 15, 2018 - may 16, 2018. The device was received for evaluation. A visual inspection was performed, and it was noted that there was no fluid coming out of the luer when the luer cap was removed. A microscopic visual inspection was also performed, and it was noted that the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the white luer (flow restrictor). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not flow through the tubing while in use on a patient. The device was filled with desferrioxamine 2500mg in 44ml nacl (sodium chloride). There was no report of patient injury or medical intervention associated with this event. No additional information is available.